Event description:
A nurse reports that following intraocular lens (iol) implant surgery, a patient reported blurry near and distance vision. The lens was exchanged. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was returned for analysis. Both haptics were broken-gusset area (only one haptic returned). The optic was torn/split/cracked into pieces (only one optic portion was returned). We were unable to conduct a lens bench evaluation due to optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have this report was mailed to the FDA on: 09/27/2007. Additional information was requested 08/29/2007 by phone, mail and fax. Additional information was received 08/29/2007. A completed questionaire has not been returned.